Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was cycling off (cutting out and no generator sound was detected) over and over while using. Customer got out another kit to complete case, that also failed. Patient had to have radial removed with open technique no further patient issues.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was cycling off (cutting out and no generator sound was detected) over and over while using. The cutter of the harvesting device failed to deliver energy. The polyfuse was in effect as the generator was not sounding. The power setting was set to 3 per IFU. There was delay as the customer got out another kit to complete case, that also failed. Patient had to have radial removed with open technique. There was no additional bleeding from patient. No related transfusion was indicated. No further patient issues.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/25/2022. An investigation was conducted on 09/29/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula, c-ring, harvesting tool jaws, and heater wire. The c-ring, clear silicone insulation of the harvesting tool jaws, and heater wire were observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method (B)(6) on (B)(6) 2022. The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical problem" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.